Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and tvt was implanted. It was reported that following insertion the patient experienced urinary urgency, frequency, urinary tract infection, nocturia, mesh exposure, and hematuria. It was reported that the patient underwent a excision of mesh and suburethral sling procedure using the aligh mesh on (B)(6) 2008 by dr. (B)(6) due to incontinence. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
Date sent to the FDA: 09/28/2017.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.